Event description:
Procedure: thoraco/lobectomy customer states: after the firing was done on pa with setting egia30ctavm on the device (product ID and lot# :unknown), a surgeon confirmed it could not resect the vessel completely. The doctor confirmed the pusher advanced completely and the vessel was grasped with the distal end of jaws over the cutting line. All the staples in the sulu had been fired on the vessel with no problem, however only the tissue in the length of 2mm could be cut. By additional resection on the proximal side of the vessel with use of another one. The case was completed with no problem. Operating time extended: less than 30 min. Additional tissue resection: yes. Tissue damage: no. Nothing fell into the cavity. No bleeding. The device could be removed properly from the tissue. Patient info: gender: unknown, age: unknown, weight: unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/4/2015.